Event description:
Alleged the head section will not go up or down.

Manufacturer narrative:
The tech found the CPR pedal was stuck which caused the CPR to be engaged. The tech freed the CPR pedal to repair the bed.